Manufacturer narrative:
The insulin pump was received with no button response due to flattened act, up and down button dome switches. Inspected j2 on lcd connector and no unlocked connector were noted. The pump was received with minor scratched display window. (B)(4).

Event description:
The customer's diabetes educator reported via phone call of a keypad anomaly from the insulin pump. The customer's blood glucose level was unknown. The educator stated that the up and down arrows on the pump are not working at all. The educator stated that the customer had to press very hard with a pencil or eraser. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.